Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that white foreign matter was found floating in the insulin vial used with the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the user found white floating matters in the insulin vial. The user reported this to the insulin manufacturer, and received the response that it was lubricating grease used for needles."

Event description:
It was reported that white foreign matter was found floating in the insulin vial used with the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the user found white floating matters in the insulin vial. The user reported this to the insulin manufacturer, and received the response that it was lubricating grease used for needles."

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.